Event description:
Covidien received information stating that a ventilator had an intermittent loss of oxygen message while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended replacing the power supply. The customer reported to have replaced the power supply and the device passed all testing. The device then operated within the manufacturing specifications.